Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or blank display noted. However, ghosting display after pressing any button, the problem was isolated to the lcd driver board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a13, a17, a21 or auto off alarm due to ghosting display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing an off no power alarm. Alarm history showed a watchdog timeout alarm, external ram crc error alarm and an unexpected restart error alarm. Troubleshooting was performed. Customer was advised that insulin pump would need to be replaced.